Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the skin. On 01/06/2026, it was reported via sprout that the patient reported via social media that "I changed to the libre since the g7 almost killed me¿. No specific patient symptoms were reported. No identifying patient information was provided in the social media post, therefore, dexcom technical support could not reach out to the patient for further event details. No other patient or event details were available. No data related to the issue was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On 01/06/2026, it was reported via sprout that the patient reported via social media that "I changed to the libre since the g7 almost killed me¿. No specific patient symptoms were reported. No identifying patient information was provided in the social media post, therefore, dexcom technical support could not reach out to the patient for further event details. No other patient or event details were available. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.